Event description:
As reported, during one procedure, immediately after opening the packages of these two pressure monitoring sets (medwatch #17545 and #17546), the tyvek pouch was found torn. There was no allegation of patient injury. Patient demographics unable to be obtained. The devices were available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
One pressure monitoring set was received by our product evaluation laboratory for a full examination. The report of tyvek pouch damaged was confirmed. Tyvek cover was found cut in 7.6 cm in length. The cut appeared straight and smooth. The seal around tyvek pouch appeared intact. No other abnormality was noticed from the returned kit. In general, packaging non-conformances that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue) have the potential to result in a serious infection. In this case, there is evidence that packaging was damaged in an extent that made it easily possible for edwards quality control personnel or the user of the device to detect the non-conformance. The packaging is damaged in a way, that it is always detected prior to use and could not go undetected. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.